Manufacturer narrative:
There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the company representative was present at the site. The issue was then, confirmed and replicated. The light-emitting diode (led) on the optical enclosure board was broken. The led was not properly engaged before it was pushed into the chimney, leading to the broken led and the reported detection issue. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed the led not being properly engaged. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during calibration, laser module in an ophthalmic system exhibited probe detection issue. System only detected the port correctly when it is booted with the probe inserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).